Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Per the physician, the specific cause of the perforation was unknown. The diamondback coronary orbital atherectomy device system instructions for use warns that a vessel perforation is a potential adverse event that may occur and/or require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Orbital atherectomy treatment to the left anterior descending artery was performed and imaging revealed a type b dissection. The procedure was continued with balloon angioplasty and the dissection was exacerbated; the injury was then classified as a perforation. A pre-planned stent was placed to resolve the issue.